Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked case ¿ display window corner, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, partially broken retainer, missing o-ring (reservoir tube), and broken reservoir tube lip. Cosmetic damage was confirmed at battery compartment. Partially broken retainer ring was noted during visual inspection. Moisture damage was confirmed found on the battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as a crack in the battery slot area. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was requested and the customer response was the device had been returned.